Event description:
It was reported that the pump touchscreen had "white vertical lines on the sides with the middle part remaining black" despite the display being on, causing the pump to be unreadable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.